Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that loss of capture was observed and lead continued to exhibit high, out of range pacing lead impedance. The lead was explanted and replaced. The patient was in good condition following the procedure.

Event description:
It was reported that the patient presented to clinic with a lead exhibiting high, out of range pacing lead impedance and an increased capture threshold. The pacing lead impedance had been increasing over the past 4 months. The patient was initially very sick and the physician did not want to change the lead. The device was reprogrammed, at the next visit, the patient was much better. The patient is in remission of cancer. The lead will remain implanted as the patient is not pacemaker dependent and the high voltage impedance is stable and good.